Manufacturer narrative:
The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 361439) were tested in comparison with the master lot coaguchek xs. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with the pharmacy's coaguchek xs meter with an unknown serial number when compared to a hospital result using an unknown method. The patient tested 3 times on the meter changing the finger used and hand used and got a result of >8.0 inr each time. About 4 hours later, the hospital result was 3.8 inr. The patients therapeutic range is unknown. The patient test weekly.